Event description:
During a surgical procedure it was noticed that the distal end of the instrument had fractured. The surgeon located and removed an instruement fragment from the patient. The instrument and fragment were returned to the manufacturer for analysis. No patient harm was reported. No adverse outcome or injury was reported.